Event description:
Aaa evar was being performed on a pt. During deployment, problems were experienced with removing the top cap from the suprarenal stent. The physician was unable to remove the proximal trigger wire. Ultimately, the pin vise was loosened and moved the inner cannula up a couple of mm then slightly down a few mm and the wire came off once the top cap was moved down further. The wires came loose without having to use the alternative deployment sequence and the pt was fine. No add'l info is available at this time. On (B)(6) 2010, add'l info was rec'd indicating the device was deployed over a lunderquist wire guide. Initially, when releasing the trigger wire, they were not screening. However, as the physician was releasing the wire and as soon as he felt more resistance than expected from previous deployments, he screened the cap to see what was happening and ensure that they did not move the stent. They did see some bowing at the top and as soon as the physician saw this, he tried undoing the pin vise and gently retracting the top cap to free the wire as suggested in the IFU. As soon as they saw any movement of the stent, they stopped pulling. Initially, the wire would not release, but eventually after gently manipulating the top cap several times, the wire released and they continued an otherwise uneventful deployment.

Manufacturer narrative:
(B)(4). The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instruction for use (IFU) describing the indications for use, contraindications, warnings, precautions, the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce this failure mode from occurring and/or reduce the probability of the worse case severity occurring. Specifically, the indications for use states: "the zenith flex aaa endovascular graft with the z-trak introduction system is indicated for the endovascular treatment of pts with abdominal aortic or aortoiliac aneurysms having morphology suitable for endovascular repair, including: adequate iliac/femoral access compatible with the required introduction systems, non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15 mm, with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18 mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20mm in diameter (measured outer wall to outer wall)." A physician reference manual is available to all using physicians, which lists trouble shooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at certain location relative to the top cap. Location of this etch mark is verified on each device. Changes were implemented to the loading procedures that will possibly prevent damage to the trigger wire. An alternate deployment sequence has been approved and distributed to using physicians regarding difficulty in removing the proximal trigger wire. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent and subsequently releasing tension from the trigger wire allowing it to be removed. This was effective on (B)(4) 2009. The returned device in this case was examined. The following was noted during the course of the investigation of the device: the proximal (top cap) trigger wire diameter was confirmed to be correct. It appeared that the etch on the trigger wire was deep inside the hole of the top cap, but not necessarily out of spec. The top cap and threaded tip of the device was removed and cut lengthwise in half for visual inspection. The 0.018" trigger wire appeared to have twice been pierced into the thread wall of the inner diameter of the threaded tip, into the material. This was assumed to have occurred during the loading procedure. It is unk at this time if this was a contributing factor to the difficulty to remove the trigger wire. Although no identified cause could be found from the returned device, the failure mode is known to exist and is considered confirmed at this time. When the risk analysis associated with this failure mode is updated, this complaint will be reported to have resulted in low impact to the pt. Cut films were rec'd from the customer and sent for independent review. Images were rec'd from the customer and sent for independent review. A report of findings by independent review assessed that acute angulation of the aneurysmal neck may be present, indicating that the device may have been used outside of the IFU. Add'l images, specifically CT scans, were requested, to determine tortuosity of pt's anatomy, and had not been rec'd at the time this report was written. This report shall be amended in the future if/when add'l images become available. A definitive root cause cannot be reported or determined at this time. We will continue to monitor for similar incidents.